Event description:
The clinician reported that almost 1.5 years after the dental implant was placed in ada site 20 in the patient's mouth, the implant did not achieve osseointegration in type ii bone. The clinician reported an infection, pain, implant mobility and bleeding in this patient with poor oral hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.